Manufacturer narrative:
Valve-in-valve procedure, not explanted.

Event description:
A perceval valve pvs23 was implanted on (B)(6) 2020 and was replaced by sapiens through valve-in-valve procedure on (B)(6) 2020 due to paravalvular leak.

Event description:
On (B)(6) 2020 a patient received a perceval pvs23 due to aortic valve stenosis. The manufacturer was informed that the device was replaced by a corevalve through valve-in-valve procedure on (B)(6) 2020 due to paravalvular leak. The reason for the tavi implant was reportedly caused by a perceval migration in the aorta. As reported, the cause of the event (pvl and perceval migration) was identified in very large calcifications of the annulus and left ventricle. Based on the medical judgment received, it was confirmed that the perceval pvs23 was initially undersized. The manufacturer was informed that no further information will be provided.

Manufacturer narrative:
Fields updated: b4, b5, g4, g7, h1, h2, h6. Since the device serial number is unknown and the device remains implanted, no further investigation is possible at this time. Based on the information available as reported for this event, the root cause of the event can be traced to a mis-sizing of the device (cause traced to the user). Should further information be made available in the future, the manufacturer will take further investigative steps as applicable and provide an update to this reporting activity.